Event description:
The 57-year-old female doctor was performing an ed&c (cpt# (B)(4)). After the doctor used the gloves, they stated how they started breaking out, becoming itchy and also experienced a rash. To add, they described having itching and burning sensations in their face as well as itchy and watery eyes. These symptoms lasted for half hour to an hour. For medical treatment, they used a topical steroid cream hc 1% to treat the symptoms. No one else was affected. There is no prior history of allergies. This is the first time this happened.